Event description:
Same case as MDR#2134265-2012-01070. It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was located in the calcified left anterior descending artery (lad). The lesion was pre dilated with a 2.5x20mm apex monorail balloon with good balloon expansion; however, the patient experienced chest pain due to a dissection of the lad. The physician then wired the proximal diagonal to protect it with an unspecified guide wire. Further pre dilation was performed with a 2.75x15mm nc quantum apex balloon. A luge guide wire was used as a buddy wire to place a 2.5x28mm and 2.75x28mm promus element stents in an overlapping fashion. The proximal segment of the vessel was treated with an overlapping 2.75x16mm promus stent. While recrossing into the diagonal with a pt graphix guide wire, it was noted that there was longitudinal stent compression of the stent that was more distal. A promus element 2.5x16mm stent was used to cover back to the ostium of the lad from the proximal end of the previous stented segment. The physician then post dilated all of the lad stents sequentially with various non-compliant balloons including the very proximal vessel. Ivus and optical coherence tomography confirmed full stent expansion and apposition. The patient's status was reported as stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).